Event description:
A discrepant advia centaur cp bnp result was obtained on one patient sample. The initial result was reported to the physician. Upon retest, the corrected result was sent out. There was no report of adverse health consequences due to the discrepant bnp result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate the cause of the discordant result was due to the calibration status of the acid and base sensors. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.